Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: inlay broken. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: unknown. Device is an instrument and does not have an implant/explant date. Investigation could not be completed and no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.